Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal 500mcg/ml at 250 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient had serous fluid from pump pocket site incision. The patient called their hcp and was instructed to come to the office. No diagnostics were performed. The device system was explanted. As of (B)(6) 2016, the event had resolved. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the cause of the event, diagnostics and if the type of fluid was confirmed, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.